Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to isolate both siderails and the hand pendant. The hill-rom technical support representative recommended the sidecomm board be replaced. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom® communication system features work correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2017. It is unknown if the facility performed any other preventative maintenance on this bed. Hill-rom technical support contacted the account trying to obtain the resolution for this alleged issue. The account confirmed they repaired the bed, but they were unable to identify what action was taken to resolve the alleged issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating there was no relay click or red light on the sidecomm tester when pressing the bed's nurse call. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).